Event description:
Journal reference: ory-magne, md., et al. "Does aging influence deep brain stimulation outcomes in parkinson's disease" movement disorders, 2007, 22: 1457-1463. The article describes the results from a study that recorded adverse events encountered during follow-up of parkinsons patients being treated with implantable deep brain stimulators. A total of 45 patients underwent procedures for implantation of unilateral (2 cases) or bilateral dbs systems. The goal of the study was to determine if age was a factor in treatment success. A number of patient complications were noted during the study. Reportable event: a 71 year old patient (lead model 3389 n=1) experienced cerebral bleeding with transient neurological symptoms (perioperative period). The patient fully recovered.

Manufacturer narrative:
.